Manufacturer narrative:
Engineering evaluation noted that the revision reported was likely the result of disturbed or insufficient fixation of the insert within the metal cup, likely due to the small burr reportedly seen on the cup, which led to fracture of the insert.

Event description:
Index surgery: (B)(6) 2016. Revision of a fractured ceramic liner. Patient is minimally symptomatic.

Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2016. Revision of a fractured ceramic liner. Patient is minimally symptomatic.